Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID: 8780 (serial: (B)(6)); product type: 0184-catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing fentanyl for spinal pain indications. It was reported that the patient stated that their previous pump was removed due to an infection. Patient also stated that the pump operated minimally, that they had it for eight days and that it was explanted. Patient also mentioned that they did not get a working dose. For the event date, the patient stated that the issue was identified, it would have been (B)(6) 2022. Patient stated that they visited their healthcare provider's office for a routine post-operative visit. When the bandage was removed, a massive infection was discovered. They were sent to the hospital from the healthcare provider's office, and the pump was removed that night. The old pump was explanted on (B)(6) 2022. The current pump wasn't implanted until 2023. Patient stated that it took more than a year for the wound to heal. They had a wound back and four different types of bacteria were identified. As a result, they required months of antibiotic treatment.